Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of the event was reported as occurring the week of (B)(6) 2011. There was no reported product deficiency. The reported patient effects of transient ischemic attack, visual disturbances and embolism are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was received: patient was instructed to continue plavix and follow-up with the ophthalmologist in 3 months.

Event description:
It was reported that approximately 4 weeks after uneventful stenting of the mildly calcified right internal carotid artery with an xact stent, the patient experienced a right visual disturbance. The episode resolved within two hours. There was no treatment. Subsequent ophthalmic exam revealed that there were particles in the vessel behind the right eye. Embolic phenomena cannot be ruled out as an explanation for these particles. The patient had an ultrasound, but results are not available at this time. No additional information was provided.